Event description:
It was reported that lead integrity alert (lia) was triggered due to sensing integrity counter (sic) beginning about three weeks pos t-implant. There were also several non-sustained tachycardia (nst) reported and high right ventricular (rv) implantable defibrillation lead impedance. No inappropriate therapies have been reported as being delivered. It was reported the lead was re-positioned. There have been no other issues reported since re-positioning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant products: 5076, implantable pacing lead, (B)(6) 2013; 4195, implantable pacing lead, (B)(6) 2013. (B)(4).